Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels. Customer's blood glucose level was 584 mg/dl. Customer stated that he was using a novamax meter and the meter read high when he reached his blood glucose level. Customer reported that it was not registering on the pump. Customer was able to treat with the bolus. Customer did not contact his health care professional for his high blood glucose levels and did not have a backup plan. Customer used the pump to give a bolus of 15.4u. Customer ran a manual prime and the insulin did exit the tubing. Customer thinks he did under bolus for the correction after dinner. Customer did not want to continue troubleshooting. Customer was able to get the meter to communicate with the pump. Customer's blood glucose level was high because he did not calculate the right amount of carbs he was intaking since he was given too little insulin. No add'l info provided.